Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicates that surgical intervention was performed and this lead was surgically abandoned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range impedances and oversensing of noise with no evidence of pacing inhibition. No adverse patient effects were reported. Lead remains in service and patient will be monitored.